Event description:
The patient's spouse reported that the device only lasted three years, but was supposed to last six years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688, lead, implanted: (B)(6) 2010; 407652, lead, implanted: (B)(6) 2010. (B)(4).